Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator was inoperable due to the device not being charged as instructed. The device was explanted, and a new device was implanted. Therapy was resumed post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities, due to a depleted battery. The battery was recovered and the ipg communicated, charged, and pass functional test on auto tester. Ppe was unable to determine the root cause.